Event description:
The user facility reported that the guidewire broke inside the patient. The broken guidewire was retrieved from the patient. They used a backup guidewire to complete the procedure. The procedure was a cystoscopy. There were no serious injury/no adverse patient effects. The issue occurred during sedation/when the device was inside the patient.